Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a rash. The patient's rash comprised of a sore between the patient's breasts under the garment clasps. The patient's physician advised the patient to put gauze or foam between the sore and the clasps. Follow-up indicated the rash had healed.